Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump wasn't working. He had the device in his pocket and it started alarming button error. Customer's blood glucose was 177 mg/dl. He has to press the act button twice in order for it to respond, issues has been reoccurring for about two weeks now. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.